Event description:
A us distributor reported that a patient's monitor was receiving a service code 102 (charge profile fault).

Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed. The reported problem (service code 102) has been confirmed. Engineering's investigation concluded that the cause for the failure was isolated to an open r45 resistor on the computer/analog board. The root cause for the open r45 resistor could not be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of monitor sn (B)(6) is currently underway. The reported problem (service code 102) was confirmed. As received the monitor displayed service code 102 (charge profile fault). The monitor failed incoming functionality testing. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the damaged monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. The reported problem (service code 102) was confirmed. As received the monitor displayed service code 102 (charge profile fault). The monitor failed incoming functionality testing. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was receiving a service code 102 (charge profile fault).